Manufacturer narrative:
Correction: section h manufacturer narrative and imdrf annex c &d codes upon investigation of the device involved in the incident, it was determined that items could not be found. A technical support specialist remotely accessed the device and discovered that the items were located behind a door that was not opening properly and only a green light was turning on. Then, the tss confirmed that the customer was able to retrieve and issue the medications to the patient. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to find the patient medications in the cabinet and drawers were not popping open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to find the patient medications in the cabinet and drawers were not popping open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that items could not be found. A technical support specialist remotely accessed the device with lea and discovered that the items were located behind a door that was not opening properly. Only a green light was turning on, which was difficult to see. Lea, who is 6 feet tall, could not see the light clearly. However, she was eventually able to retrieve and issue the medications to her patient. The system functioned as intended after the technical support specialist repaired the device.